Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box showed multiple pump reboot events on (B)(6) 2015. Moisture was observed behind the display lens. The pump powered on to the verify screen; however, the pump had an unresponsive keypad. The keypad cover was removed and no evidence of contamination or defects was found to any button contacts. A leak test was performed and a leak was found at a crack in the pump case near the lower right corner of the display lens. The pump case was removed and moisture corrosion was found throughout the inside of the pump. Corrosion was observed on the keypad flex connector.